Event description:
Device malfunction: none. Time of symptoms/ae: post-procedure. Symptoms/ae: restenosis. It was reported that 14-months post-procedure of a right internal carotid artery stenting, the pt showed in-stent restenosis documented by carotid angiography. No intervention was performed. No add'l info available. Capture study event.

Manufacturer narrative:
The lot history record (lhr) for this product was not reviewed because the product was not returned to MFR for analysis and the lot and part number was not reported.